Event description:
It was reported that a female patient underwent removal of two broken 2.4 cortical screws and one 2.4 cortical screw that had backed out of a plate. In approximately (B)(6) 2014, the patient underwent an open reduction and internal fixation to repair a distal humerus fracture of the elbow with a plate and screws. Subsequently, the patient experienced post-operative pain and reported to her doctor. During the post-operative visit, two screws were found to be broken and one to have backed out of the plate. On (B)(6)2015, the patient underwent removal of the broken and backed out screws. No fragments were reported. All other hardware was left in the patient whose fracture had healed. The surgery was successfully completed and the patient status was noted to be ¿fine¿. This report is for 2 unknown 2.4 cortical screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for 2 unknown 2.4 cortical screws/unknown lot month and year: (B)(6) 2014; exact date unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Unknown if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.